Event description:
Labor and delivery patient. During removal of catheter by rn (per protocol,) it became stuck. Rn asked anesthesia to help. Md manipulated catheter and was able to remove it. Tip of catheter was missing still inside patient.

Event description:
Labor and delivery patient. During removal of catheter by rn (per protocol,) it became stuck. Rn asked anesthesia to help. Md manipulated catheter and was able to remove it. Tip of catheter was missing still inside patient.